Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a low blood glucose of 22 mg/dl and paramedics were called to treat her. The customer stated that she was feeling bad, saw the low blood glucose, ate some food but did not monitor the blood glucose afterward. The customer sat down and did not wake up, the customer's daughter found her and called the paramedics. The customer reported that there had been several calls for paramedics that month.